Event description:
It was reported that the user applied two infusion sets with the needle guards still engaged during a supply change, leading to improper infusion set deployment and connection. Symptoms included no adverse clinical effects. Outcomes included product replacement and completion of troubleshooting and education. Investigation included customer interview and troubleshooting. Investigation of this case revealed user error in infusion set application, consistent with incorrect deployment of the infusion set and connector. It was concluded, based on previously established findings for similar reports, that the cause was user error.